Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and two episodes of t-wave oversensing was noted due to the device incorrectly measuring the t-wave as an r-wave. All device programming is appropriate, thus no intervention was performed. The patient was in stable condition.